Manufacturer narrative:
(B) (4): the lot number of the suspect device was not identified; therefore, the suspect device cannot be identified on this report. Two probes were returned for evaluation (also refer to manufacturer report #1030489200900827). The straight side of both probes was bent and missing (~10mm). The curved side of both probes was bent in multiple locations and missing (~12mm). The fractured surfaces were quasi-brittle; the findings were consistent with overbending of the probe. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) with interbody and fixation devices at l4-s1. The tip of the probe broke off during use while the surgeon was prepping the pedicle. It is suspected that the surgeon hit the bottom of the pedicle and bent the probe. The tip of the probe was retrieved from the patient. The piece did not break off in the pedicle. The surgeon used a hospital probe to complete the surgery without further incident. No patient complications were reported.